Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00244. The pt was implanted with an scs system for knee pain on (B)(6) 2010 consisting of an ipg, percutaneous lead and anchor. It was reported that she lost stimulation. Efforts to recapture therapy via reprogramming proved unsuccessful. An x-ray revealed that both the pt's lead and anchor had migrated, and that the lead was bent. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's lead, and effective stimulation was recaptured as a result. The explanted device was discarded and will not be returned to the MFR.